Event description:
It was reported that during a da vinci si myomectomy procedure, two black fragments from where the tenaculum forceps tips articulate fell inside the patient. The pieces were retrieved from the patient during the procedure. The method of the fragments retrieval was not reported; therefore, it is unknown if the patient required medical intervention to during the process of the fragments being retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. Attempted to contact the reporter for additional information regarding the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that the instrument was broken at the proximal clevis main tube interface. As a result of this damage, the clevis was dislodged from the main tube. Both proximal clevis and main tube were missing pieces. Additional observation found during failure analysis were various scratch marks on the main tube with light material removal. The scratches were 0.093 inch x 0.152 inch in length and were not axially aligned with the tube axis. No other damage was found. Evidence not conclusive, but the damage found at the proximal clevis and main tube interface may be due to overloading at the tip. The main tube damages may also be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments based on the information provided, this complaint is being reported due to the following conclusions: pieces from the tenaculum forceps instrument allegedly broke off into the patient and the fragment was retrieved. However, at this time, it is unknown how the broken fragment was retrieved.